Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there were constant gaps in the data. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined. The sensor was used past seven (7) days. Labeling indicates: the dexcom g5 mobile cgm system (dexcom g5) allows you to see real-time continuous glucose readings every five minutes for up to seven days.